Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -10.50/+1.50/x090 device evaluated by manufacturer? No, device not returned. (B)(4). Conclusions code(s):conclusion not yet available. Evaluation is in progress. (B)(4). Device not returned.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2, -10.50/-1.50/x090 diopter implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. Low vault and lens rotation was noted. The lens was explanted and exchanged for a longer lens with a similar diopter. Problem was resolves. Post visit on (B)(6) 2015. Ucva was 20/20.

Manufacturer narrative:
Corrected data: previous model vicmo13.2 is incorrect, correct data is vticmo13.2. (B)(4). Additional data: device evaluation: product evaluation found that the lens was returned in liquid in the lens case/vial. Visual inspection found the lens optic torn/split. (B)(4).